Manufacturer narrative:
An event regarding pain involving an unknown rejuvenate/ abgii modular device was reported. The event was confirmed. Similar events have occurred for the rejuvenate and abgii modular product families. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain is considered to be under the scope of this recall. Ncr was initiated because the occurrence rate for adverse local tissue reaction (altr) specified in the risk management files for the abgii modular hip system was exceeded. Ncr was initiated on (B)(6) 2012 because the occurrence rate for adverse local tissue reaction (altr) specified in the risk management files for the rejuvenate modular hip system was exceeded. Given the potential risk of fretting and corrosion with these devices, voluntary product recall ra 2012-067 was issued.

Manufacturer narrative:
An event regarding pain involving an unknown rejuvenate/ abgii modular device was reported. The event was confirmed. Similar events have occurred for the rejuvenate and abgii modular product families. These events were determined to be associated with ra 2012-067. Voluntary recall ra 2012-067 was initiated for abgii and rejuvenate modular stems and necks due to the potential risks associated with these devices. The reported pain is considered to be under the scope of this recall.

Manufacturer narrative:
At this time, the patient was unable to identify the device implanted but believes it to be either a rejuvenate or abg ii modular neck. Additional information has been requested and if received, will be provided in a supplemental report. Device implanted.

Event description:
The patient reported that her left hip is shorter than her right hip, causing a sharp pain in her back. She also mentioned clicking.

Event description:
The patient reported that her left hip is shorter than her right hip, causing a sharp pain in her back. She also mentioned clicking.

Event description:
The patient reported that her left hip is shorter than her right hip, causing a sharp pain in her back. She also mentioned clicking.